Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no customer concern on the arctic sun device. They were trying to change the water during routine maintenance, and they were not able to get the system to take 3.5l of water. The little it did manage it did very slowly. They were arranging the collection of this system for return. Per review of wo on (B)(6) 2023, there was no patient involvement and date of event occurred was (B)(6) 2023. Per follow up information received via email on (B)(6) 2023, it took around 2 liters of water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no customer concern on the arctic sun device. They were trying to change the water during routine maintenance, and they were not able to get the system to take 3.5l of water. The little it did manage it did very slowly. They were arranging the collection of this system for return. Per review of wo on (B)(6) 2023, there was no patient involvement and date of event occurred was (B)(6) 2023. Per follow up information received via email on (B)(6) 2023, it took around 2 liters of water.